Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, and the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, displayed a battery status of elective replacement indicator (eri) with a charge time of 21.401 seconds at a monitoring voltage of 2.71 volts per boston scientific post market quality assurance laboratory analysis. End of life (eol) was declared with a charge time of 33.457 seconds at a monitoring voltage of 2.67 volts prior to explant. The device had been changed out for normal battery depletion without complication and there had been no report of adverse patient effect.